Event description:
Additional information received reported the cause of the event was unknown. There were no reported signs or symptoms associated with the event. The patient was seen in the clinic on (B)(6)-2011 regarding the event and was going to keep a journal and follow up in 10-14 days. No changes to the programming were made at that time. At a follow up appointment on (B)(6)-2011 the patient did not report any problems with the neurostimulator. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator turned off on five occasions in a one week period. It was necessary to turn the stimulation back on using the programmer. There was no known related incident or accident reported. The impedance measurements were normal. Movement by the patient or changes in the patient's position neither caused changes in the stimulation nor improved the stimulation. No information was provided related to the patient's outcome. Additional information was requested but not received as of the date of this report. A follow-up report will be filed if additional information becomes available.